Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted (240 mg/dl). Reportedly, the cartridge and infusion set had been in use for four days. Customer indicated that cartridge and infusion set would be changed.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog has been tested up to 72 hrs. The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.